Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used to remove a less than 1 cm polyp in the colon during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, the snare would not cut through the less than 1 cm target polyp smoothly due to the resistance felt when actuating during both hot and cold polypectomy. There was no tactile feedback according to the nurse/ tech. They checked the cautery settings, opened and closed the snares as a test to ensure they were functioning properly. They also made sure that the cautery port was connected securely to the snares and tried both hot and cold. Reportedly, no visible issues was noted with the handle. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine and stable.